Manufacturer narrative:
The probable root cause is attributed to the light guides being disconnected. This issue can be resolved by fse service of the system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse removed the usm carriage cover and reattached the light guides. Lights were then visible. Fse advised customer training. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure staff informed that they are having issues with arm 2. System logs show no associated errors at the time of the call. Customer informed that arm 2 is not engaging and the lights are busted. Customer informed that they swapped out the patient cart prior to calling. Caller was not able to provide any additional information.